Event description:
Patient was dissatisfied with vision post-op. This lens was exchanged for a different diopter.

Manufacturer narrative:
Wrong diopter due to refractive error. No iol problem reported.